Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient called the rep after their replacement case on (B)(6) 2018. They notified them of some of their impedance readings were high from previous batteries. This was learned during a pre op visit interrogation to transfer settings to replacement batteries. There was no further investigation done, other than neurosurgeon stating that the pocket site battery extension connections looked good. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the patient's battery had high impedance readings but no reports of an out of regulation (oor) occurring. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.